Event description:
It was reported that the device would not power on. There was no patient involvement.

Manufacturer narrative:
Omit: a070803 - failure to power up (1476), g07001 - part/component/sub-assembly term not applicable, c20 - no findings available, d15 - cause not established. Device evaluated by bd service. A review of the complaint history for (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 05may2020. The review was performed from the date of manufacture to the present date 16jul2021.a review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device would not power on. There was no patient involvement.